Manufacturer narrative:
Exact date unknown, event occurred few months ago.

Event description:
It was reported that the patient was experiencing some increase in back pain regardless of having stimulation in the painful areas. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable ipg. The patient was doing well postoperatively. The explanted ipg was not returned.